Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet had a cracked display that prevented use of the top-row buttons, leaving the device paused and the user unable to un-pause, after which the user transitioned to alternative therapy; the reported blood glucose at the time was 166 mg/dl. Symptoms included no reported injury or clinical symptoms. Outcomes included no reported impact beyond device interruption and the need to use alternative therapy. Investigation included collection of device use details and arrangements for device replacement and return. Investigation of this device revealed damage to the screen that impaired user interface function, consistent with a physical display failure affecting the user controls. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to physical impact or stress.